Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure stent damage was noted. While performing a pci, the physician was attempting to treat the left anterior descending artery with a 3.0x28mm liberte bare metal stent. The physician noted that the stent was deformed during the procedure. The procedure was completed with another 3.0x28mm liberte bare metal stent. Further attempts for additional information were met unsuccessfully.